Event description:
It was reported that the surgeon inserted a cq2015 3-piece collamer lens and the trailing haptic tore during insertion and was stuck inside the cartridge. The lens was removed immediatly without enlarging the incision and no sutures were required. There was no patient injury reported.